Event description:
It was reported that the patient had her system replaced because she suffered from a urinary tract infection (uti) and her therapy ¿stopped working.¿ the patient also stated that her ¿wires broke.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported, the patient¿s therapy worked for 3.5 years but then it no longer worked. It was stated two of the leads became dislodged and the patient had the operation repeated on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3093-28, lot# v430989, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).